Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not working. The customer stated that the area of battery was chipped or broken off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Device had broken battery tube threads. The p-cap able to lock in place. Device passed displacement test, active current measurement test, sleep current measurement test and self test. During visual inspection found electronics stack and motor had moisture damage.